Event description:
The manufacturer received information alleging a ds2adv auto CPAP device. The user alleges unit has a service required. There is no patient harm or serious injury associated with this notification. There was no report of medical intervention. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found pca burned. The customer complaint was reproduced. There were 5 error codes. The device was scrapped.